Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer let the pump battery fully deplete. The customer plugged the pump into charge. It was reported that the pump charged from 0% to 15% in 30 minutes. During troubleshooting with tandem technical support, the customer was instructed to charge the pump for an hour. During follow up with the customer the customer stated the pump was no longer charging. A replacement usb cable and wall adapter were sent to the customer. There was no impact to the customer's blood glucose level. Follow up with the customer confirmed that the pump was able to be completely charged using the replacement usb cable and no further issues were noted.